Manufacturer narrative:
B3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the tamper seal removed and a peeling dso seal. A review of the event history log found a "cassette not attached properly" message. During the functional testing, the customer reported problem was confirmed as the pump failed calibration and was unable to prime due to the alarm. The root cause was found to be a contaminated dso sensor. The dso sensor was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump was not recognizing cassette. No adverse patient effects were reported by the customer.